Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms and failed battery test alarms. Customer's blood glucose was 490 mg/dl. Customer had to change the battery every 2 weeks. After troubleshooting, customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.